Manufacturer narrative:
The system remains implanted at this time and no other adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the hospital for reasons not related to this system. Device evaluation noted pacing impedance measurements of 190 ohms, no sensing and no capture on the atrial channel. Additionally, pacing impedance was 120 ohms on the right ventricular (rv) channel with low r-waves and high thresholds. The device was reprogrammed to vvi configuration. It was reported that a lead revision procedure was going to be scheduled. The boston scientific sales representative confirmed that the patient was sent for a consultation with a surgeon to address the issues; however, he is not aware of any further action that occurred. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received regarding noise on the atrial channel and muscle stimulation during unipolar rv pacing. A boston scientific technical services consultant documented and discussed the observations with the caller who stated they will communicate the details to this patient's physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.